Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. D6b: explant date: several years ago from the aware date.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that all components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.